Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus asked the user facility how to reprocess the device and where the brown liquid came out, but no information was available. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that no defect occurred in the endoscope, omsc assumed that the reported event was caused by inappropriate reprocessing due to user handling. Inappropriate reprocessing could have left water in the instrument and air / water channels. The instruction manual provides preventive measures against this phenomenon. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The customer was again instructed by the technician on how to reprocess the endoscope. Reportedly, no defect occurred in the endoscope. The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that an abnormality during the final hygiene test of the 8th week. The brownish liquid ran out of the device. There was a possibility that the culture result was positive. The user facility did not provide other detailed information such as the number and the type of microbes. There was no report of infection associated with this report.